Event description:
A customer observed imprecise amon qc results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into the event determined that the root cause of the imprecise amon results was user error in the handling of the amon slides and the cleaning of the vitros 250 incubator. The customer was reminded of proper cartridge storage and cleaning procedures.